Event description:
It was reported the patient's ipg experienced difficulty communicating with the charging system due to it being at an angle in the pocket. As a result, the ipg pocket site was revised on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.